Event description:
It was reported that the bd alaris smartsite extension set experienced no blood return and inability to flush the extension set. The following information was provided by the initial reporter: she reported that they are experiencing no blood return and unable to flush this extension set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no photo or product was returned by the customer. The customer complaint ¿complaint¿ could not be verified because no sample was returned. A definitive root cause for the customer's experience could not be determined as no sample was returned of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd alaris smartsite extension set experienced no blood return and inability to flush the extension set. The following information was provided by the initial reporter: she reported that they are experiencing no blood return and unable to flush this extension set.